Event description:
It was reported to boston scientific corporation that an autocap rx was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure. At the end of the procedure, during a plastic stent insertion, a bristle disc from the autocap rx fell out of the scope and into the patient's duodenum. The physician reported that the bristle disc was retrieved. The procedure was completed by placing a stent device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
B3: date of event: date of event was approximated to 08/01/2024 as no event date was reported. Block h6: mdrf device code a0501 captures the reportable event of the material separation.